Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify motor error alarm and a33 alarm due to buttons not responding. Motor passed motor test. Device received with stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons required multiple presses get respond. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump failed to rewind. Insulin pump was louder during prime. The insulin pump will not be returned for analysis.